Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they primed the tubing and connected to the patient when the pump alarmed for air-in-line. The nurse checked the tubing and found it separated at the y site . There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing came apart at the y-site was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the distal smartsite inlet port below the check valve. Functional testing was not performed because of the separation, which was leaking fluid. Visual inspection under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that they primed the tubing and connected to the patient and the pump alarmed for air-in-line. The nurse checked the tubing and found it separated at the y site. There was no patient harm.